Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch panel was unresponsive. No adverse patient effects were reported. The product was not yet returned for repair/analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified chipped glass and stains on the front laramine. The programmer was tested on system functional test, and it passed. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch panel was unresponsive. No adverse patient effects were reported. The product has been returned for repair/analysis at this time.